Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) spoke with the customer. The customer stated to have swapped out the blender assembly in the past which resolves the issue. Covidien was not authorized to repair/ service the device.

Event description:
It was reported that the ht70 ventilator when switching o2 gas source from wall air to tank or from tank to wall air the blender assembly makes a banging noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.